Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Evaluation findings: missing distal cutting loop, discolored loop, melted yellow insulation and burnt connection prongs. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the loop broke off in the patient during the procedure.